Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported he had an unknown issue with his adc blood glucose meter and was unable to test. The customer stated he was ¿feeling sick¿ and went to a hospital. At the hospital, the customer¿s blood was tested and he reported he was ¿low¿. Customer stated he was given orange juice as treatment at the hospital . No further details could be obtained as the customer refused to troubleshoot the meter issue and terminated the phone call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being filed as a correction. The reported ¿report date¿ was incorrect on the initial submission. The correct report date is (B)(6) 2016.

Event description:
A customer reported he had an unknown issue with his adc blood glucose meter and was unable to test. The customer stated he was ¿feeling sick¿ and went to a hospital. At the hospital, the customer¿s blood was tested and he reported he was ¿low¿. Customer stated he was given orange juice as treatment at the hospital . No further details could be obtained as the customer refused to troubleshoot the meter issue and terminated the phone call. There was no report of death or permanent injury associated with this event.